Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/11/2021. H.6. Investigation: summary: customer returned (85) sealed 32gx4mm bd pen needles from lot 9288377. Consumer reported that the insulin is leaking out. 30 out of the 85 returned pen needles were tested for flow using a test pen injector: all 30 samples were able to expel properly. No defects were observed, therefore the alleged issue could not be confirmed. Consumer reported patient end bends when taking injection. 30 out of the 85 returned pen needles were tested for visual inspection of point geometry, outer diameter and lube coverage. All 30 samples tested within specification. No defects were observed, therefore the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us leaked during use. The following was reported by the initial reporter: "it was reported that the patient end bends when taking the injection and the insulin is leaking out. Verbatim: consumer reported, patient end bends when taking injection and a lot of her insulin is leaking outstated, she does pinch up when using the 2nd gen stated, does not want to continue using the product and will be switching to a longer pen needle lot: 9288377 catalog: 320550. Date of event: unknown; samples: yes; cl."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us leaked during use. The following was reported by the initial reporter: "it was reported that the patient end bends when taking the injection and the insulin is leaking out. Verbatim: consumer reported, patient end bends when taking injection and a lot of her insulin is leaking outstated, she does pinch up when using the 2nd gen stated, does not want to continue using the product and will be switching to a longer pen needlelot: 9288377catalog: 320550date of event: unknownsamples: yes cl"